Event description:
Approximately one week post procedure, the patient presented to the neurology department with an extensive stroke which was confirmed via CT. The patient had the atrial fibrillation procedure on (B)(6) 2022 and was discharged the following day. There were no performance issues with any of the abbott devices involved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The log files showed measured forces during ablation up to 86 grams. The tacticath se contact force ablation catheter instructions for use (IFU) states that ¿contact force in excess of 70 g may not improve the characteristics of lesion formation and may increase the risk for perforation during manipulation of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported stroke remains unknown.